Event description:
Adverse event(s): "pt impact unk" (no known impact or consequence to pt). Product problem(s): "system message displayed" (device displays error message). The scrub technician reported, at the start of surgery a system message displayed. The system was rebooted and the system message would not clear. Multiple attempts were made for more info on the event and pt status with no response to date. The pt impact is unk.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The communication cable was replaced and will be sent for in-house eval. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).